Event description:
It was reported that the pump touch screen had a pixel issue on the pump display which affected the customer's ability to interact with the pump and read the screen. There was no adverse impact to the customer's blood glucose level. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.